Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after complaining of a possible shock from the device. Device interrogation revealed that there was no shocks delivered. Noise that caused inappropriate automatic mode switches was detected on the right atrial lead. Noise was noted for a short duration then could not be detected. Patient was stable and no further complaints were noted.